Manufacturer narrative:
This emdr is being filed for 8030673-2016-00153 from complaint (B)(4). One open sample was received for evaluation. The sample was submitted to a polarity test, and the unit failed. Visual inspection was also performed and it was noticed that the subassembly components were inverted. The yellow luer was assembled in the incorrect place where the white luer should have been assembled; therefore the reported failure mode was confirmed. The procedure specifies where the luers should be assembled. It was noticed that the personnel were cutting the tubing of the subassemblies because the tubing¿s did not have the exact same length. It was found that personnel were cutting this during the wye operation. When the operators cut these subassemblies they also cut the fit components. These fit components serve as a guide for which tubing should be assembled in relation to their colors. The cutting operation on the tubing is only allowed during the assembly of the fit components, and luers. Cutting is not allowed in the wye operation. The procedure specifies where the luers should be connected, and a 100% inspection is performed with polarity testing. The probable root cause is related to personnel not following procedure. Based on the investigation results. The personnel did not follow the procedure for manufacturing when they incorrectly cut the tubing and misplaced the luers. Corrective and preventive actions are indicated. The manufacturing procedure has been updated. This eliminates the cutting operation in the subassembly. The updated procedure has defined what the personnel should do if the two tubing¿s are not the same length, but are within specification eliminating this type of failure. Carefusion/bd has retrained the assembly and manufacturing personnel on this procedure. (B)(4).

Event description:
Customer stated verbally via telephone call that the item passed pre-use check. Then it began reading disconnect; despite everything being connected properly. The patient briefly de-saturated to the high 80¿s before being taken off the vent manually ventilated and returned to the ICU. Multiple therapists tried to trouble-shoot the problem. They even went as far as to test the circuit in question on 2 other ltvs with the same result.